Event description:
It was reported to boston scientific corporation that upon opening the percuflex plus packaging on october 13, 2006, it was noticed that the device was torn. Upon boston scientific corporation's receipt of the device, it was noted that the distal pigtail was detached. Customer confirmed that the pigtail was detached upon opening of the device.

Manufacturer narrative:
H3: this device has been received and evaluated by the manufacturer. A visual examination found that the distal pigtail had been detached. A functional evaluation found that a 0.038 inch guidewire could be passed through both pieces of the stent without issue. The customer's complaint was confirmed. H4: the lot number of the device used is unknown, consequently, the manufacture date of the device is unknown.